Event description:
Wife administered injection to her husband. After injection, she noticed that the needle was missing. Pt went to ER and had an x-ray. Needle did not show up in the x-ray.

Manufacturer narrative:
No product has been returned to date. This device incorporates a needle that retracts after injection and is often mistaken by lay users as the needle breaking off. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.